Event description:
It was reported that the oxygen readings were out of range. The ventilator was not on a patient at the time of the event. The oxygen mixer was replaced. The ventilator passed self-testing. The customer did not provide device information.